Event description:
It was reported the pump did not alarm. The tubing was completely disconnected from the cartridge and the medication was leaking out. Patient reported that the pump did not alarm with any error messages, and they do not know how long the tubing had been detached. Patient immediately created a new cartridge with new tubing and resumed their infusion at their usual dosage. Patient reported feeling increased shortness of breath but stated that they are feeling fine now. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the tubing being unintentionally or accidentally disconnected, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.a1 updated, d4: UDI, catalog number, model number, g5, and h4 are unknownd3, g1, and g2 email is: (B)(6).